Event description:
Additional information was received on (B)(4) 2012, through an implant card that the patient's generator was replaced on (B)(4) 2012, due to prophylactic replacement. Lead impedance at that time was said to be ok. The explanted generator will not be returned as it was discarded following the procedure. Attempts for additional information have remained unsuccessful.

Event description:
It was reported through clinic notes (dated (B)(6) 2012, received (B)(6) 2012) that the patient was experiencing worsening seizures. The worsening seizures were reported two weeks prior to (B)(6) 2012. The patient also indicated feeling vns stimulate more and stronger. The patient's seizure rate was provided as 6 seizures/month with the most recent seizure occurring three days prior. The patient has been referred for revision and will likely undergo revision surgery; however, this has not occurred to date. Attempts to obtain further information regarding the patient's condition have been unsuccessful to date.

Manufacturer narrative:
.